Manufacturer narrative:
Hxx; gxl. Reporter is a j&j sales representative. A product investigation was conducted. Service and repair evaluation: it was reported that on unknown date, the hand piece for battery powered driver forward fast speed (top and button) does not activate motor when pressed. The repair technician reported the membrane vent is discolored, wires burnt, debris inside, bearings grinding. The device does not run in forward and reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 05.000.008, synthes lot # 006423, supplier lot # 006423, release to warehouse date: 07 feb 2017. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date during sterilization, it was found that the hand piece for battery powered driver forward fast speed (top button) does not activate motor when pressed. There were no surgical procedure and patient involvement. During manufacturer's investigation of the returned device it was identified that membrane vent is discolored, wires burnt, debris inside, bearings grinding. This product condition was re-evaluated and determined to be reportable on (B)(6) 2021. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).